Event description:
It was reported the system displayed a check sum error message. This error will inhibit fluoroscopy x-ray production. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.